Event description:
The account alleged the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The technician could not duplicate the issue and found no error codes on the bed. The bed functioned as designed.